Manufacturer narrative:
The investigation of the affected part showed a forced rupture of the lower part of the rail holder. The rail holder acts as a clamp around the rail. In such situation the upper hock still hold at rail. Due to the broken parts the malfunction is obvious for the user and risk of fall is minimal if user avoid touching holder. In this case it was reported that holder with infusion system fall down. No patient or user injury happened. The rupture was caused by very high turning force at the fixing knob. A slight deviation from specification in width of groove was a contributing factor in the final breakage. Due to the high amount of installed units the event is classified as a rare case.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that a rail holder holding an infusion pump broke and fell down without being overloaded. No injury has been reported.